Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The patient's husband stated that the patient received erroneous results when testing with coaguchek xs meter serial number (B)(4). The patient tested a sample on the meter and the result was 5.8 inr. Immediately after the first test, the customer tested another sample on the meter, resulting as 3.8 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or an adjustment in medication based on the meter results. The patient's current condition is fine. The patient's therapeutic range is 2.0 - 3.0 inr. The patient does not have hematocrit issues or antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's appetite has decreased because the patient is currently undergoing chemotherapy for liver cancer. The patient has not had any bleeding. The patient bruises when she has her blood collected, but receives no medical treatment for this bruising. The patient's product was requested for investigation and replacement product was sent to the patient. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.